Event description:
It was reported that the pump had flipped. The patient had pain at the pocket site. It was further reported that surgical repositioning and revision of pump pocket were done on (B)(6) 2014. The severity of the event was noted as ¿moderate.¿ it was noted that the event etiology was related to device or therapy. The outcome of the event was reported as ¿resolved without sequelae¿ on (B)(6) 2014. The pump system was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).